Manufacturer narrative:
Evaluation summary: the pump was confirmed to over infuse at a setting of 2mm/hr. It was found that the least significant rate dial was not reflecting the same setting as the least significant rate switch. Conclusion - user servicing/maintenance fault. Confirmed that this device has not been serviced or repaired at smiths medical.

Event description:
No reported patient/user injury and no medical intervention. Ms16a serial number: 31513 [1994]-description of injuries- none to the patient. At 3:00 pm, in 2006, the syringe driver was set to 2mm/hr (syringe brand unknown) and connected to a patient in their home. The settings were checked by two nurses and the infusion was started. At 10:00 pm that evening the syringe driver was checked by another nurse and found to be empty. The patient and their relatives were adamant that the device did not alarm. Customer has inspected the device and has run it at three different flow rates over many hours and can find no fault with it.